Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One unit was returned for evaluation; the returned unit was received in decontaminated condition inside a plastic bag without its original packaging. The complainant returned unit was visually inspected at 12in to 16in under normal conditions of illumination. No damages nor other workmanship defects were detected. The unit was tested for leak by introducing colored water in the product. It was found leak from the drip chamber. The root cause of the reported issue was found to be the most probable root cause is that during the drip chamber assembly the solvent is not applied in the desired 1/8in dipping depth. Actions were taken to mitigate the reported issue: update the manufacturing process due the implementation of the new medical solvent dispenser, the operations of the drip chamber assembly were updated for refer the new dispenser.

Event description:
It was reported that the device was leaking when device was pressurized prior to use. No patient injury was reported.